Event description:
Complainant alleged that while attempting to defibrillate a female pt the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.